Manufacturer narrative:
Unit passed self, sleep, current measurement, active current measurement, rewind, prime and seating, basic occlusion, occlusion, force sensor and displacement tests. The power management graph was in specification, however the lithium backup battery (loaded vlith)indicated abnormal behavior as shown in the power management graph. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing. Multiple low battery alerts, replace battery alerts and replace battery now alarms were present in the format history file due to connector resistance issue of j6 on pcba 1. Unexpected pump error 63 (variable 3) alarmed during self test due to moisture damage on keypad assembly. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and severely faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not work before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer's batteries only last 30 minutes in the pump. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.